Manufacturer narrative:
Follow-up #1 date of submission 10/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. All keypad button symbols were worn. Evaluation revealed the up arrow and down arrow keypad buttons are intermittently responsive. No button sticking was observed. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile change prior to damage) issue. The reporter stated that the ok keypad button was sticking and the up arrow and down arrow keypad buttons were intermittently sticking. The keypad was also reportedly worn. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.